Manufacturer narrative:
Covidien reference # : (B)(4). The reported condition was not confirmed. The device was activated while pressing the button in various locations to detect any problematic activation issues. The device did not self-activate. The device was activated on simulated tissue with acceptable results and a visual seal effect was observed. The investigation found the device to function normally and within specifications.

Event description:
The customer reported that during an exploratory laparotomy, the device activated without the user manually activating it. A new device was opened to complete the procedure.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.